Event description:
The customer reported that during the exam, a system error message displayed indicating requirement of shutdown the application. After rebooting, the tech could not retrieve the images of this patient which were taken by previous exposure. This patient had to be retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
Investigation is still in-progress. If add¿l info is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).